Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a radial jaw 3 single-use biopsy forceps device was used during an transverse colon cancer (tcc) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, and it was inside the pt, opened jaws were misaligned while putting down the colon scope. The broken jaws were able to close the forceps and pulled out intact. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) misaligned jaws. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).